Manufacturer narrative:
(B)(6).

Event description:
It was reported that removal difficulty occurred. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified artery. A comet ii was selected for use. During removal of the device, resistance was encountered which led to pulling the device forcefully and caused the opaque part of the tip stretched out. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event.